Event description:
It was reported that the customer experienced a low blood glucose level of 43 mg/dl. The customer around noon, at the time of the event, had high blood glucose of 273 mg/dl and by 2 pm he had a low blood glucose level of 43 mg/dl. The customer's mother disconnected the insulin pump from him as a precaution. At school the customer was given two cups of apple juice and was able to raise his blood glucose level to around 90 mg/dl. The mother since then was not been able to stabilize the customer's blood glucose level. Troubleshooting was performed. The mother decided to monitor the customer's blood glucose level every 15 minutes and get the customer back on the pump as soon as his blood glucose level was around 100 mg/dl. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).